Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call of diabetic ketoacidosis and moisture damage from the insulin pump. The customer's blood glucose reading was 340 mg/dl. The customer treated with the pump. The husband stated that his wife was pushed into the swimming pool. The customer put the pump in a bag of rice to dry out. The customer stated that she had been in diabetic ketoacidosis twice. The customer will be sent a replacement pump.